Manufacturer narrative:
Motion interrupt pan. Issue was resolved for the customer by the field tech, who un-jammed and realigned the motion interrupt pan and verified that the bed was operating to specification.

Event description:
It was reported by service report that the bed was stuck high height due to a jammed motion interrupt pan. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.